Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt dizziness. It was also reported that the right ventricular (rv) and right atrial (ra) lead experienced a polarity switch. They both also had impedance warnings for high impedance. The ra lead also exhibited varying impedances. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was experiencing chest discomfort. It was also reported that the right ventricular (rv) lead exhibited high thresholds.